Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 45 mg/dl. The customer alleged that the pump's control-iq software was not suspending insulin as intended; however this could not be confirmed as customer did not upload pump data for review by tandem technical support. Additional, customer was using humalog supplies for over 48 hours. Customer treated bg level via consumption of carbohydrates and glucose tablets prior to arriving at the ER. No additional treatment was provided once customer arrived at the ER. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.